Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ift. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The ift is hardened between 10 - 40cm.